Manufacturer narrative:
The console (aic) was not returned for evaluation. Upon completion of the investigation, a supplemental report will be submitted.

Event description:
The complainant reported a false in aorta alarm following insertion for impella support. The alarm was subsequently disabled on the console and patient support continued. There was no harm to the patient.